Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 04-may-2022, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 04-may-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator. It was reported that both peripheral leads migrated; there were no contributing factors identified. An x-ray revealed the lead migration. A revision surgery was performed, and re-anchoring was performed successfully. The issue was resolved at the time of the report, the patient was alive with no injury and there were no further complications reported or anticipated.